Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 19.5 diopter intraocular lens (iol) was implanted on (B)(6) 2017. Reportedly, the lens was implanted, damaged, and then removed. The lens was replaced with a zcb00. There was no patient injury. No additional information was provided.